Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt had their device removed on (B)(6) 2009 due to (B)(6). No other explant info was provided. The drug in the pump at the time of the event was not known. Add'l info has been requested, a f/u report will be submitted if add'l info becomes available.